Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: (B)(6), h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. There was only one application session present of the issue date. Logs captured multiple successful registration with good error metrics varied from 0.5 mm to 2.8 mm in the session and no unsuccessful registration was observed from the session. Very few coil noises were observed. Reviewed the archive, archive had 6-CT exams where 2-CT exams (CT-4, CT-6) were used for registration. CT-4 exam had 0.50 mm spacing and thickness and CT-6 exam had 1.0 mm spacing and thickness but both scan had artifacts. Observed the trace pattern was not good as very few points were collected and most of the points were under the skin and overlapped each other. Suspecting due to the poor scan quality the issue occurred, suggesting to remove the artifacts from the scan and take the scans with spacing and thickness 1.00 mm to avoid inaccuracies and better registration. H6: b01, c19 and d14 apply to the system checkout. D15 applies to the software concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during a case, the site registered, picked a computed tomography (CT) with a high slice count and the registration would get "caught up" before finishing minimum trace. Then the system would jump to minimum, and gave a high accuracy. They tried to re-register and same thing happened. The site then selected a different CT and the registration was just fine. The second CT had a lower slice count. There was no impact on patient outcome and the issue caused no delay.